Event description:
It was reported the device is seeing oversensing on the rv (right ventricular) pace/sense lead both with movement and when sitting still in a chair. It was also reported the defib patch looks like it is not sitting on the heart normally. Via chest xray, "it looks as if its folded." Impedances have been stable on the leads. A recent onset of monomorphic ventricular tachycardia since (B) (6) 2010 also reported. "They are confident that they need to go in and do something about the rv pace sense epicardial lead. They are trying to figure out if they can use the defib patch or if they need to replace that too." No patient complications were reported as a result of this event.

Event description:
It was reported the device is seeing oversensing on the rv(right ventricular) pace/sense lead both with movement and when sitting still in a chair. It was also reported the defib patch looks like it is not sitting on the heart normally. Via chest xray, "it looks as if its folded." Impedances have been stable on the leads. A recent onset of monomorphic ventricular tachycardia since (B) (6) 2010 also reported. "They are confident that they need to go in and do something about the rv pace sense epicardial lead. They are trying to figure out if they can use the defib patch or if they need to replace that too." No patient complications were reported as a result of this event. Follow up revealed the monomorphic vt was not treated by the leads, it was actually reading artifact, there was a normal sinus rhythm. It was also reported the short interval counter was between 3000 and 4000. The device has been shut off until it can be replaced at summer break.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.